Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 16 august 2019, it was reported that a mesher was not locking and was tearing skin. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 1.5:1 cutter serial number: (B)(6) and 3:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 16 august 2019 noted that the comb was bent and that the bottom roller and gear were worn. Upon further inspection, it was found that the side plates were worn on the inside edge and that the shoulder bolts, washer, and nuts should be replaced. None of the pretests could be performed due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb, roller, roller gear, sides plates, shoulder bolts, washer, and nuts as well as recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired per. While the service technician confirmed that the comb was bent, which cause the device to catch a graft as it would pass through it, it cannot be determined from the information provided as to what caused the comb to become bent. In addition, the service technician was unable to reproduce the locking issue. As such, a specific root cause for the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher was not locking and tearing skin. No adverse events were reported as a result of this malfunction.